Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The serial number was reported on the initial MDR as (B)(4). The correct serial number for this complaint is (B)(4).

Manufacturer narrative:
Follow-up # 2 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during testing, the pump powered on and the display screen remained blank. During investigation, the display screen was found to be cracked. A test screen was inserted and functioned appropriately.